Manufacturer narrative:
H6 updated. The investigation is ongoing.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a coronary perforation occurred during an impella-assisted percutaneous coronary intervention (pci). Perclose sutures were placed prior to the insertion of a long 14 french peel-away sheath. During the procedure, three covered stents were deployed to manage the perforation. Subsequently, echocardiography revealed the presence of a pericardial effusion and a pericardial drain was placed. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Investigation summary. No product returned. Peri-procedural adverse event: as per clinical, coronary perforation was reported during impella cp pump support. The cause of peri-procedural adverse event was not determined due to insufficient clinical information. Device history lot. Device lot: 1986678. Device history batch. Subcomponent lot: n/a. Device history review the pump sn (B)(6) passed all the post sterile inspection checks.